Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis would be performed and this report would be updated at that time.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator recorded code 1003 message indicator that the battery voltage is too low for the projected remaining capacity. Disk analysis was not performed for this device, although premature battery depletion was confirmed as the device reached end of life state. This device remained in service and eventually, it was explanted and replaced. It is not expected that this product returns for analysis. No additional adverse patient effects were reported.